Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and an extrusion of the electrode lead into the external auditory canal. The device was subsequently explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the explantation and reimplantation surgery was performed under general anesthesia. The patient was also treated with IV antibiotics pre-operatively (specific date and duration not reported). Correction: the correct date of explantation and reimplantation surgery is (B)(6) 2024; not (B)(6) 2024 as previously reported.